Event description:
This unsolicited case from united states was received on 20-feb-2018 from patient. This case concerns an (B)(6) male patient who received treatment with synvisc one and experienced sinusitis (latency: 3 weeks). Also, device malfunction was identified for the reported lot number. No past drug, concomitant medication or concurrent condition was provided. He is not allergic to any avian products, not on any immunosuppressants, and had a pacemaker. On an unknown date in (B)(6) 2018, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020). The physician gave the injection in the office, opened the syringe right before the injection and topically cleaned the area prior to injection. On an unknown date in 2018, 3 weeks after receiving synvisc one, patient developed a cold and sore throat. He went to an urgent care and they said he had sinusitis and gave him an antibiotic. Patient did not remember the name of the antibiotic, but had completed the course. Patient further reported they took a culture and said it was not the flu. Patient said he used synvisc-one previously to avoid an operation for his knee. The knee itself had a little extra pain, but he expected that, and iced the knee and it went away with the ice. He thought maybe they hit a bone or muscle or something. He still had the cold symptoms. Corrective treatment: antibiotic for sinusitis. Outcome: not recovered. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 20-feb-2018: this case concerns a male patient who received synvisc one injection from the recalled lot for knee pain and later had sinusitis. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the products cannot be excluded.